Event description:
The biomedical engineer (bme) emailed to report that this transmitter only displayed three leads at the central nurses station (cns). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) emailed to report that this transmitter only displayed three leads at the central nurses station (cns). They tried different leads, but the issue persisted. When a new monitor was placed into service, all the leads could be seen with the new transmitter. It was in patient use. There were no reports of patient harm. The bme emailed that there were no error messages, and nothing was displayed on the transmitter. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) emailed to report that this transmitter only displayed three leads at the central nurses station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) emailed to report that this transmitter only displayed three leads at the central nurses station (cns). They tried different leads, but the issue persisted. When a new monitor was placed into service, all the leads could be seen with the new transmitter. It was in patient use. There were no reports of patient harm. The bme emailed that there were no error messages, and nothing was displayed on the transmitter. Investigation summary: we were unable to confirm the reported issue. The customer confirmed they had misplaced their defective unit or disposed on the unit so a proper evaluation could not be conducted on the device. As such, a definitive root cause cannot be determined. However, a review of a similar ticket (B)(4) initiated due to lead issues, shows that internal failure of the mainboard could be a contributing factor. We have also identified several potential causes of only reading lead 2 related issues, which are not limited to: incorrect settings, poor lead connections, lead wires coming off, lead misplacement, lead damage, or user error. Temporary electrostatic discharge of the battery may result in inaccurate wave forms. A serial number review of the reported device (model: zm-531pa, serial number: (B)(6) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: ni serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.